Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2023, the patient had a right patellofemoral replacement to address primary osteoarthritis, end-stage. Competitor components were placed along with depuy cement. On (B)(6) 2023, the patient had an irrigation and debridement with arthrotomy, right patellofemoral replacement arthroplasty to address acute infection. The indications for surgery included that the patient is 7 weeks status post patellofemoral replacement. The patient was seen in the office earlier with a large effusion that was aspirated. No components revised. (B)(6) 2024, the patient had an explantation, right patellofemoral arthroplasty, irrigation and debridement with aggressive synovectomy and placement of stimulant pellets containing 1 gram of vancomycin to address chronic infection. Indications for surgery included swelling and inflammation.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Subject ID: (B)(6) study no: dots clinical notification received for revision due to infection. Date of implant: (B)(6) 2023 date of revision: (B)(6) 2024 (right knee) treatment: insert, trochlear, and patella were revised

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.